Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual observation indicates the thumbscrew was broken, but no anomalies with the femoral rod. The femoral rod is stuck inside the guide frame and cannot be separated. It is possible that the screw was excessively tightened on the guide frame causing fatigue and eventually breaking it. The device appears to be old and worn and thus it is also a possibility that this failure was a result of worn components. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The serial number is currently unavailable. (B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that at the end of an anterior cruciate ligament (acl) surgical procedure, it was observed that the thumbscrew on the customer rigidfix btb guideframe broke off causing their femoral rod, 10 mm to become stuck inside the guideframe. The happened at the end of the procedure when the device was being removed. The sales rep reported that the surgeon had completed the procedure with no patient consequences or delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.